Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance as met with the moderately calcified and moderately tortuous anatomy resulting in the reported difficult to advance and the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery with moderate calcification and moderate tortuosity. The tip of the wiggle guide wire became stuck in a calcified lesion. Resistance was felt during retraction but was removed without fracture or breakage. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects. No additional information was provided.